Manufacturer narrative:
The local area field representative was contacted for additional information however no further information was available. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a punctured lung after their device implant. It was reported that patient was not aware they were suppose to stay in bed post procedure and that the wound worsened due to leaving their bed. The patient was in the intensive care unit for four days. The patient has since recovered and no additional adverse patient effects were reported.